Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. Device: component (B)(4) relates to problem (B)(4) for the issue of broken stent. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation revealed the stent was broken into two pieces. The proximal end of the stent with the barb was torn/separated from the stent working length. The distal end with the barb was intact and free of any damage. The working length near the proximal end was kinked. There was some discoloration of the stent likely due to usage. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown. However; during manufacturing, 100% inspection is conducted on all product labels to match packaged components.

Event description:
It was reported to boston scientific corporation that four 10fr x 9cm advanix stents biliary stents was removed from the common bile duct during a scheduled stent removal procedure of a patient (patient age, sex, and weight are unknown). During the removal procedure, the stent was removed from the patient in one piece; however the stent broke in two pieces at the flap, during removal through the endoscope. The procedure was completed with no reported patient complications. No additional details regarding the event description or patient condition is available.

Event description:
It was reported to boston scientific corporation that four 10fr x 9cm advanix stents biliary stents was removed from the common bile duct during a scheduled stent removal procedure of a patient (patient age, sex, and weight are unknown). During the removal procedure, the stent was removed from the patient in one piece; however the stent broke in two pieces at the flap, during removal through the endoscope. The procedure was completed with no reported patient complications. No additional details regarding the event description or patient condition is available.